Event description:
I've used renu with moisture loc probably for years off and on. Woke up 5/25/06 with green goo leaking out. Blood red eyes, burning, a lot of tearing. Went to the doctor where she said I had an ulcer on my eye and I could go blind. Was prescribed eye drops and within a week was gone. Still suffer sensitivity to light and elements.